Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth.

Event description:
Healthcare professional reported left side exchange from textured to smooth. Healthcare professional additionally reported "rupture" device was explanted.

Event description:
Healthcare professional reported left side exchange from textured to smooth. Healthcare professional additionally reported "rupture" device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge broken in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side exchange from textured to smooth. Healthcare professional additionally reported "rupture" device was explanted.